Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with two unspecified mentor saline breast prostheses and experienced dissatisfaction with the outcome of the procedure. It was indicated the patient was unhappy with the size. As a result, the patient underwent explantation and replacement on (B)(6) 2018. This report is for the right side device.